Manufacturer narrative:
Concomitant medical products: volutr-29-us transcatheter valve, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Intermittent ventricular undersensing was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.